Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314trg ICD, implanted: (B)(6)2012. (B)(4)

Event description:
It was reported that during a device replacement procedure, the p-waves on the atrial lead were noted to be "smallish." Reprogramming was performed. The lead remains in use. No patient complications have been reported as a result of this event.